Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the devices or any imaging were available for evaluation. It's possible that improper positioning of the implants, bony fracture, or facet join disruption or disease could have contributed to the observed pain. However, the exact cause of the reported issue cannot be determined.

Event description:
It was reported the patient complained of "clicking" and right sided pain. Post-operative CT imaging showed all screws, rods, and caps to be intact. However, the right s1 and ls screws appeared to be slightly lateral and long. Revision surgery was needed to reposition the screws.